Event description:
It was reported that oversensing was noted on the rv lead approx. 161 months after the implantation. The lead was capped and replaced. During the same procedure the ICD was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 53 months. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 53 months and 16 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular and in the far field channel of episode 18. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In conclusion, in the available iegms the occurrence of noise was observed in right ventricular and in the far field channel. However, a thorough analysis of the ICD proved the device to be fully functional. The integrity of the lead under complaint cannot be assured. There was no indication of an ICD malfunction.